Event description:
We are not aware of any patient, staff or visitor injuries related to these tables. We are, however, concerned that the lifting/lowering mechanism's design could result in entrapment and injuries. There is nothing to prevent the device from halting its movement path if there was an entrapment. This mechanism operates in a similar fashion to another manufacturer's device that operates in the same fashion. The table lowers when the foot pedal is depressed and there is no sensor to stop the bed of a limb is subsequently entrapped.